Manufacturer narrative:
(B)(4). The date of the occurrence is not known. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the reservoir of a low volume folfusor. The reported condition occurred during filling with nacl solution. There was no patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.